Event description:
Customer allegedly received the following readings on two different meters within 10 minutes: 233 mg/dl, 123 mg/dl, 70 mg/dl, 300 mg/dl (advantage system 1) and 120 mg/dl (advantage system 2). No information was provided for advantage system 2. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.